Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the distal type I endoleak is reportedly unknown.

Manufacturer narrative:
Please note the type ii endoleak identified on (B)(6) 2014 was reported separately under medwatch #2017233-2017-00649. Concomitant patient medications - aspirin, etodolac, fluticasone, glipizide, lisinopril, lovastatin, metformin, pyridostigmine, stool softener, tamsulosin. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2010, the patient underwent treatment of a ruptured 9 cm abdominal aortic aneurysm (aaa) with retroperitoneal hemorrhage. It was reported four gore® excluder® aaa endoprostheses were implanted for treatment of the ruptured aaa. On (B)(6) 2013, follow up imaging showed the aaa measured 5.8 x 5.6 cm. On (B)(6) 2014, follow up imaging showed the aaa had increased in size to 6.9 x 6.4 cm with suggestion of a subtle type ii endoleak seen at the inferior portion of the aneurysm sac. On (B)(6) 2014, an additional procedure was performed for treatment of a left distal endoleak involving the contralateral leg component (pxc141000/7506204) previously implanted in 2010. It was reported there was no evidence of a proximal type I, right distal type I, or type ii endoleak during the procedure. However, imaging reportedly confirmed evidence of a left distal type I endoleak. The cause of the endoleak is reportedly unknown. The pxc141000 was extended distally 2.5 cm to the iliac bifurcation using an iliac extender component (pxl161407/12175128). Final imaging showed no evidence of a left distal type I endoleak, and the patient tolerated the procedure.